Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer states that battery was failed .customer states alarm occurred during basal delivery.customer states that alarm did not occur during the rewind and self test was failed.the customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the hrm task did not grant motor power in reasonable time, failed battery test or shutting off noted. Hardware low level failures alarm confirmed in the pump history due to broken pin 1 trace on keypad assembly.